Manufacturer narrative:
The batch record review was performed and the sampling of intermediate sub-assemblies and the finished product was performed and documented where appropriate. Components were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue.

Event description:
Report received indicated that spouse noted slash on side of stoma. First visible several months ago and progressively becoming larger up to one half inch today. Pt outcome was not reported.